Manufacturer narrative:
E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by a getinge field service engineer that during a scheduled preventive maintenance the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement and no harm reported. The drive manifold assembly was replaced to fix the issue. The unit passed all functional and safety tests to manufacturer specifications.